Event description:
A user facility charge nurse (cn) reported that an internal dialyzer blood leak occurred immediately after the start of a patient¿s hemodialysis (hd) treatment. The cn confirmed no external blood leak was observed. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Per cn the patient¿s blood was not returned and stated the estimated blood loss (ebl) was 200 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample from the reported lot was returned and subjected to a laboratory bubble point test. A leak was not detected, possibly due to coagulated blood. The dialyzer was disassembled for further evaluation, and a delamination was observed to be extending from approximately 350° to 20° with the ports at 0° on the cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there was no other complaint reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there was one unrelated approved temporary dn in the production of this lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility charge nurse (cn) reported that an internal dialyzer blood leak occurred immediately after the start of a patient¿s hemodialysis (hd) treatment. The cn confirmed no external blood leak was observed. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Per cn the patient¿s blood was not returned and stated the estimated blood loss (ebl) was 200 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.